Manufacturer narrative:
(B)(4). Device not returned for evaluation however device history record reviewed and no non-conformance or re-work noted during manufacturing that would be related to the reported issue.

Event description:
During a thorascopic maze procedure, while trying to reposition the device, the left atrium was perforated. A sternotomy was performed and the patient was put on pump. The maze was completed through the sternotomy by the cardiac surgeon. No long term adverse consequences to the patient.